Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, customer reports that insulin pump was cracked at reservoir compartment. Customer was advised that insulin pump would need to be replaced. No further information provided.